Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for sterilization. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. In fact, plaintiffs abdominal pain has at times been so severe that it has sent her to the emergency room. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Since undergoing the essure procedure she suffered from severe migraines[?]for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiffs essure -related pain grew so severe that she was forced to take percocet as treatment. Plaintiff did not have the hsg (hysterosalpingogram) performed as her implanting physician informed her that she did not have to have this test performed because essure typically does not move. Further, the physician gave plaintiff a depo shot to serve as her alternative method of birth control for the first three (3) months following her essure procedure. On or around (B)(6) 2016, plaintiff underwent the surgical removal of her essure coils performed. As a result of complications from her removal procedure, plaintiff was hospitalized for multiple days and had to undergo a blood transfusion. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. Plaintiff underwent the surgical removal of her essure coils performed around three years after placement. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Considering essure removal was required, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / (cramping/sharp)'), genital haemorrhage ('heavy bleeding'), pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('contraceptive coil embedded within tubal lumen'), dysmenorrhoea ('severe menstrual pain'), back pain ('severe back pain / (sore/ ache)'), dyspareunia ('pain during intercourse'), sarcoidosis ('sarcoidosis') and procedural haemorrhage ('at the time of your essure placement bleeding') in a 28-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not have the hsg". The patient's medical history included uterine dilation and curettage in (B)(6) 2012, menses lack of on (B)(6) 2011, multigravida, parity 3 ((B)(6) 2002, (B)(6) 2003, (B)(6) 2013), urinary frequency, vaginal discharge, itch, urinary tract infection, delayed period, bacterial vaginosis, bloating, vaginal odour, numbness, hand pain, cigar smoker on (B)(6) 2011, laceration, paraesthesia, nausea, vomiting, sweaty, chills, dysuria, shortness of breath, pelvic pain, vaginal discomfort, vulvovaginal rash, tinea cruris, late vomiting of pregnancy, antepartum, missed abortion, therapeutic abortion, passenger in motor vehicle accident, neck pain, motor vehicle accident, cystitis, hematuria, tooth pain, toothache, vaginal pain, false labor, gravida, facet joint syndrome, herpes simplex, endometriosis, miscarriage, d & c, blood transfusion, bronchoscopy, toothache, vulvovaginal candidiasis, corpus luteum cyst, stress incontinence, abdominal pain, overweight and vulvovaginitis. The patient had not allergic, hypersensitivity reaction to nickel or any other component of essure. Essure confirmation test unsure. Neurological exam: positive phalen sign on the right wrist. Cervix specimen test on (B)(6) 2011, fungal morphologically consistent with candida species. Gram stain smear/vaginal specimen on (B)(6) 2011, many gram positive bacilli. Few gram positive cocci moderate yeast and yeast hyphae. Moderate clue cells. Tmh ultrasound on (B)(6) 2011, impression: 1.8 cm cyst in the right ovary. No evidence of intrauterine pregnancy. No evidence of ovarian torsion. Urine culture on (B)(6) 2012, mixed flora isolated with no predominant organism mixed gram positive organism. CT abdomen and pelvis without contrast on (B)(6) 2012, impression: 5.4 cm right adnexal lesion suggests an ovarian cyst. Fl esophagram on (B)(6) 2014, impression: small hiatal hernia us transabdominal, on (B)(6) 2016 , uterine masses, no free fluid in culde-sac. Pathology report on (B)(6) 2016, the anterior wall averages 2.8cm and posterior wall averages 2.7 cm in thickness. The right fallopian tube measures 10.3 cm. In length x 07cm in average diameter.essure coil, is adherent within the lumen of the tubal isthmus and ampulla. The left fallopian tube measures 10 5cm. In length x 0.8 cm. In average diameter. Block labels: al - anterior cervix, 12 o¿clock, a2 - posterior cervix, 6 o¿clock, a3 - anterior uterine wall, full thickness, m - rep. Anterior endometrium, a5 - posterior uterine wall, full thickness, a6 - rep. Portion endometrium, a7 ¿ right fallopian tube, a8 - left fallopian tube. Approx. (B)(6) 2013 (waiting on records); type of test- dye test. Previously administered products included for abdominal pain: flagyl; for mva: percocet; for urinary tract infection: azo; for an unreported indication: depo shot, celebrex,, zofran and ibuprofen. Past adverse reactions to the above products included nausea with zofran; and vomiting with ibuprofen. Concurrent conditions included drug hypersensitivity since (B)(6) 2011, body mass index normal, lumbar spondylosis, pharyngitis, myofascial pain syndrome, cervical spondylosis, cervical syndrome, emesis, cough, rib pain, vaginal bleeding, rash on legs & arms, eczema, bladder disorder, menstruation abnormal, urinary incontinence, metrorrhagia, morning sickness, bronchoscopy, biopsy lung, yeast vaginitis, lumbago, premenopausal symptoms, obesity, arthritic pains, flash hot, pap smear abnormal, adenomyosis, inability to work, abdominal pain, chest pain, knee pain, dysphagia and carpal tunnel syndrome. Family history included blood pressure high ((mother, maternal grandmother and grandfather).), diabetes ((maternal grandmother and grandfather).), arthritis ((maternal grandfather and maternal grandmother),) and cancer ((maternal grandfather and maternal grandmother). Concomitant products included fluconazole (diflucan), leflunomide, medroxyprogesterone acetate (depoprovera), metronidazole, omeprazole, prednisone and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("at the time of your essure placement cramping"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight fluctuation ("fluctuations in weight"), migraine ("severe migraines") and depression ("depression"). In 2015, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vascular rupture ("a blood vessel was hit during surgery"), gait inability ("could not walk for a day after removal") and procedural headache ("serious headache after awaking from surgery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), mood altered ("mood changes") and headache ("headaches"). The patient was treated with blood and related products, metronidazole benzoate (flagyl), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and back pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, sarcoidosis, procedural haemorrhage, depressive symptom, fatigue, weight fluctuation, migraine, depression, abdominal pain lower, procedural headache and mood altered had resolved and the pelvic inflammatory disease, embedded device, vascular rupture, gait inability, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, depressive symptom, dysmenorrhoea, dyspareunia, embedded device, fatigue, gait inability, genital haemorrhage, headache, migraine, mood altered, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, procedural headache, sarcoidosis, vascular rupture and weight fluctuation to be related to essure. The reporter commented: no. Of trailing coils: right-1, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records, pelvic inflammatory disease and contraceptive coil embedded within tubal lumen, pelvic pain, dyspareunia, abnormal bleeding, fatigue. Lot number: b34596, manufacturing date: 2013/05, expiration date: 2016/05/31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / (cramping/sharp)'), genital haemorrhage ('heavy bleeding'), pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('contraceptive coil embedded within tubal lumen'), dysmenorrhoea ('severe menstrual pain'), back pain ('severe back pain / (sore/ ache)'), dyspareunia ('pain during intercourse'), sarcoidosis ('sarcoidosis') and procedural haemorrhage ('at the time of your essure placement bleeding') in a 28-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not have the hsg". The patient's medical history included uterine dilation and curettage in (B)(6) 2012, menses lack of on (B)(6) 2011, multigravida, parity 3 (B)(6) 2002, (B)(6) 2003, (B)(6) 2013), urinary frequency, vaginal discharge, itch, urinary tract infection, delayed period, bacterial vaginosis, bloating, vaginal odour, numbness, hand pain, cigar smoker on (B)(6) 2011, laceration, paraesthesia, nausea, vomiting, sweaty, chills, dysuria, shortness of breath, pelvic pain, vaginal discomfort, vulvovaginal rash, tinea cruris, late vomiting of pregnancy, antepartum, missed abortion, therapeutic abortion, passenger in motor vehicle accident, neck pain, motor vehicle accident, cystitis, hematuria, tooth pain, toothache, vaginal pain, false labor, gravida, facet joint syndrome, herpes simplex, endometriosis, miscarriage, d & c, blood transfusion, bronchoscopy, toothache, vulvovaginal candidiasis, corpus luteum cyst, stress incontinence, abdominal pain, overweight and vulvovaginitis. The patient had not allergic, hypersensitivity reaction to nickel or any other component of essure. Essure confirmation test unsure. Neurological exam: positive phalen sign on the right wrist. Cervix specimen test on (B)(6) 2011, fungal morphologically consistent with candida species. Gram stain smear/vaginal specimen on (B)(6) 2011, many gram positive bacilli. Few gram positive cocci moderate yeast and yeast hyphae. Moderate clue cells. Tmh ultrasound on (B)(6) 2011, impression: 1.8 cm cyst in the right ovary. No evidence of intrauterine pregnancy. No evidence of ovarian torsion. Urine culture on (B)(6) 2012, mixed flora isolated with no predominant organism mixed gram positive organism. CT abdomen and pelvis without contrast on (B)(6) 2012, impression: 5.4 cm right adnexal lesion suggests an ovarian cyst. Fl esophagram on (B)(6) 2014, impression: small hiatal hernia. Us transabdominal, on (B)(6) 2016 , uterine masses, no free fluid in culde-sac. Pathology report on (B)(6) 2016, the anterior wall averages 2.8cm and posterior wall averages 2.7 cm in thickness. The right fallopian tube measures 10.3 cm. In length x 07cm in average diameter. Essure coil, is adherent within the lumen of the tubal isthmus and ampulla. The left fallopian tube measures 10 5cm. In length x 0.8 cm. In average diameter. Block labels: al - anterior cervix, 12 o¿clock, a2 - posterior cervix, 6 o¿clock, a3 - anterior uterine wall, full thickness, m - rep. Anterior endometrium, a5 - posterior uterine wall, full thickness, a6 - rep. Portion endometrium, a7 ¿ right fallopian tube, a8 - left fallopian tube. Approx. (B)(6) 2013 (waiting on records); type of test- dye test. Previously administered products included for abdominal pain: flagyl; for mva: percocet; for urinary tract infection: azo; for an unreported indication: depo shot, celebrex,, zofran and ibuprofen. Past adverse reactions to the above products included nausea with zofran; and vomiting with ibuprofen. Concurrent conditions included drug hypersensitivity since (B)(6) 2011, body mass index normal, lumbar spondylosis, pharyngitis, myofascial pain syndrome, cervical spondylosis, cervical syndrome, emesis, cough, rib pain, vaginal bleeding, rash on legs & arms, eczema, bladder disorder, menstruation abnormal, urinary incontinence, metrorrhagia, morning sickness, bronchoscopy, biopsy lung, yeast vaginitis, lumbago, premenopausal symptoms, obesity, arthritic pains, flash hot, pap smear abnormal, adenomyosis, inability to work, abdominal pain, chest pain, knee pain, dysphagia and carpal tunnel syndrome. Family history included blood pressure high ((mother, maternal grandmother and grandfather).), diabetes ((maternal grandmother and grandfather).), arthritis ((maternal grandfather and maternal grandmother),) and cancer ((maternal grandfather and maternal grandmother). Concomitant products included fluconazole (diflucan), leflunomide, medroxyprogesterone acetate (depoprovera), metronidazole, omeprazole, prednisone and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("at the time of your essure placement cramping"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight fluctuation ("fluctuations in weight"), migraine ("severe migraines") and depression ("depression"). In 2015, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vascular rupture ("a blood vessel was hit during surgery"), gait inability ("could not walk for a day after removal") and procedural headache ("serious headache after awaking from surgery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), mood altered ("mood changes") and headache ("headaches"). The patient was treated with blood and related products, metronidazole benzoate (flagyl), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and back pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, sarcoidosis, procedural haemorrhage, depressive symptom, fatigue, weight fluctuation, migraine, depression, abdominal pain lower, procedural headache and mood altered had resolved and the pelvic inflammatory disease, embedded device, vascular rupture, gait inability, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, depressive symptom, dysmenorrhoea, dyspareunia, embedded device, fatigue, gait inability, genital haemorrhage, headache, migraine, mood altered, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, procedural headache, sarcoidosis, vascular rupture and weight fluctuation to be related to essure. The reporter commented: no. Of trailing coils: right-1, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records, pelvic inflammatory disease and contraceptive coil embedded within tubal lumen, pelvic pain, dyspareunia, abnormal bleeding, fatigue. Most recent follow-up information incorporated above includes: on 8-dec-2020: mr received. Reporter information, lot number, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / (cramping/sharp)'), genital haemorrhage ('heavy bleeding'), pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('contraceptive coil embedded within tubal lumen'), dysmenorrhoea ('severe menstrual pain'), back pain ('severe back pain / (sore/ ache)'), dyspareunia ('pain during intercourse'), sarcoidosis ('sarcoidosis') and procedural haemorrhage ('at the time of your essure placement bleeding') in a 28-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not have the hsg". The patient's medical history included uterine dilation and curettage in (B)(6) 2012, menses lack of on (B)(6) 2011, multigravida, parity 3 (B)(6) 2002, (B)(6) 2003, (B)(6) 2013), urinary frequency, vaginal discharge, itch, urinary tract infection, delayed period, bacterial vaginosis, bloating, vaginal odour, numbness, hand pain, cigar smoker on (B)(6) 2011, laceration, paraesthesia, nausea, vomiting, sweaty, chills, dysuria, shortness of breath, pelvic pain, vaginal discomfort, vulvovaginal rash, tinea cruris, late vomiting of pregnancy, antepartum, missed abortion, therapeutic abortion, passenger in motor vehicle accident, neck pain, motor vehicle accident, cystitis, hematuria, tooth pain, toothache, vaginal pain, false labor, gravida, facet joint syndrome, herpes simplex, endometriosis, miscarriage, d & c, blood transfusion, bronchoscopy, toothache, vulvovaginal candidiasis, corpus luteum cyst, stress incontinence, abdominal pain, overweight and vulvovaginitis. The patient had not allergic, hypersensitivity reaction to nickel or any other component of essure. Essure confirmation test unsure. Neurological exam: positive phalen sign on the right wrist. Cervix specimen test on (B)(6) 2011, fungal morphologically consistent with candida species. Gram stain smear/vaginal specimen on (B)(6) 2011, many gram positive bacilli. Few gram positive cocci moderate yeast and yeast hyphae. Moderate clue cells. Tmh ultrasound on (B)(6) 2011, impression: 1.8 cm cyst in the right ovary. No evidence of intrauterine pregnancy. No evidence of ovarian torsion. Urine culture on (B)(6) 2012, mixed flora isolated with no predominant organism mixed gram positive organism. CT abdomen and pelvis without contrast on (B)(6) 2012, impression: 5.4 cm right adnexal lesion suggests an ovarian cyst. Fl esophagram on (B)(6) 2014, impression: small hiatal hernia. Us transabdominal, on (B)(6) 2016 , uterine masses, no free fluid in culde-sac. Pathology report on (B)(6) 2016, the anterior wall averages 2.8cm and posterior wall averages 2.7 cm in thickness. The right fallopian tube measures 10.3 cm. In length x 07cm in average diameter. Essure coil, is adherent within the lumen of the tubal isthmus and ampulla. The left fallopian tube measures 10 5cm. In length x 0.8 cm. In average diameter. Block labels: al - anterior cervix, 12 o¿clock, a2 - posterior cervix, 6 o¿clock, a3 - anterior uterine wall, full thickness, m - rep. Anterior endometrium, a5 - posterior uterine wall, full thickness, a6 - rep. Portion endometrium, a7 ¿ right fallopian tube, a8 - left fallopian tube. Approx. (B)(6) 2013 (waiting on records); type of test- dye test. Previously administered products included for abdominal pain: flagyl; for mva: percocet; for urinary tract infection: azo; for an unreported indication: depo shot, celebrex,, zofran and ibuprofen. Past adverse reactions to the above products included nausea with zofran; and vomiting with ibuprofen. Concurrent conditions included drug hypersensitivity since (B)(6) 2011, body mass index normal, lumbar spondylosis, pharyngitis, myofascial pain syndrome, cervical spondylosis, cervical syndrome, emesis, cough, rib pain, vaginal bleeding, rash on legs & arms, eczema, bladder disorder, menstruation abnormal, urinary incontinence, metrorrhagia, morning sickness, bronchoscopy, biopsy lung, yeast vaginitis, lumbago, premenopausal symptoms, obesity, arthritic pains, flash hot, pap smear abnormal, adenomyosis, inability to work, abdominal pain, chest pain, knee pain, dysphagia and carpal tunnel syndrome. Family history included blood pressure high ((mother, maternal grandmother and grandfather).), diabetes ((maternal grandmother and grandfather).), arthritis ((maternal grandfather and maternal grandmother),) and cancer ((maternal grandfather and maternal grandmother). Concomitant products included fluconazole (diflucan), leflunomide, medroxyprogesterone acetate (depoprovera), metronidazole, omeprazole, prednisone and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("at the time of your essure placement cramping"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight fluctuation ("fluctuations in weight"), migraine ("severe migraines") and depression ("depression"). In 2015, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vascular rupture ("a blood vessel was hit during surgery"), gait inability ("could not walk for a day after removal") and procedural headache ("serious headache after awaking from surgery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), mood altered ("mood changes") and headache ("headaches"). The patient was treated with blood and related products, metronidazole benzoate (flagyl), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and back pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, sarcoidosis, procedural haemorrhage, depressive symptom, fatigue, weight fluctuation, migraine, depression, abdominal pain lower, procedural headache and mood altered had resolved and the pelvic inflammatory disease, embedded device, vascular rupture, gait inability, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, depressive symptom, dysmenorrhoea, dyspareunia, embedded device, fatigue, gait inability, genital haemorrhage, headache, migraine, mood altered, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, procedural headache, sarcoidosis, vascular rupture and weight fluctuation to be related to essure. The reporter commented: no. Of trailing coils: right-1, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records, pelvic inflammatory disease and contraceptive coil embedded within tubal lumen, pelvic pain, dyspareunia, abnormal bleeding, fatigue. Lot number: b34596 manufacturing date: 2013/05 expiration date: 2016/05/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / (cramping/sharp)'), genital haemorrhage ('heavy bleeding'), pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('contraceptive coil embedded within tubal lumen'), dysmenorrhoea ('severe menstrual pain'), back pain ('severe back pain / (sore/ ache)'), dyspareunia ('pain during intercourse'), sarcoidosis ('sarcoidosis') and procedural haemorrhage ('at the time of your essure placement bleeding') in a 28-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not have the hsg". The patient's medical history included uterine dilation and curettage in (B)(6) 2012, menses lack of on (B)(6) 2011, multigravida, parity 3 ((B)(6) 2002, (B)(6) 2003, (B)(6) 2013), urinary frequency, vaginal discharge, itch, urinary tract infection, delayed period, bacterial vaginosis, bloating, vaginal odour, numbness, hand pain, cigar smoker on (B)(6) 2011, laceration, paraesthesia, nausea, vomiting, sweaty, chills, dysuria, shortness of breath, pelvic pain, vaginal discomfort, vulvovaginal rash, tinea cruris, late vomiting of pregnancy, antepartum, missed abortion, therapeutic abortion, passenger in motor vehicle accident, neck pain, motor vehicle accident, cystitis, hematuria, tooth pain, toothache, vaginal pain, false labor, gravida, facet joint syndrome, herpes simplex, endometriosis, miscarriage, d & c, blood transfusion, bronchoscopy, toothache, vulvovaginal candidiasis, corpus luteum cyst, stress incontinence, abdominal pain, overweight and vulvovaginitis. The patient had not allergic, hypersensitivity reaction to nickel or any other component of essure. Essure confirmation test unsure. Neurological exam: positive phalen sign on the right wrist. Cervix specimen test on(B)(6) 2011, fungal morphologically consistent with candida species. Gram stain smear/vaginal specimen on (B)(6) 2011, many gram positive bacilli. Few gram positive cocci moderate yeast and yeast hyphae. Moderate clue cells. Tmh ultrasound on (B)(6) 2011, impression: 1.8 cm cyst in the right ovary. No evidence of intrauterine pregnancy. No evidence of ovarian torsion. Urine culture on (B)(6) 2012, mixed flora isolated with no predominant organism mixed gram positive organism. CT abdomen and pelvis without contrast on (B)(6) 2012, impression: 5.4 cm right adnexal lesion suggests an ovarian cyst. Fl esophagram on (B)(6) 2014, impression: small hiatal hernia us transabdominal, on (B)(6) 2016 , uterine masses, no free fluid in culde-sac. Pathology report on (B)(6) 2016, the anterior wall averages 2.8cm and posterior wall averages 2.7 cm in thickness. The right fallopian tube measures 10.3 cm. In length x 07cm in average diameter.essure coil, is adherent within the lumen of the tubal isthmus and ampulla. The left fallopian tube measures 10 5cm. In length x 0.8 cm. In average diameter. Block labels: al - anterior cervix, 12 o¿clock, a2 - posterior cervix, 6 o¿clock, a3 - anterior uterine wall, full thickness, m - rep. Anterior endometrium, a5 - posterior uterine wall, full thickness, a6 - rep. Portion endometrium, a7 ¿ right fallopian tube, a8 - left fallopian tube. Approx. (B)(6) 2013 (waiting on records); type of test- dye test. Previously administered products included for abdominal pain: flagyl; for mva: percocet; for urinary tract infection: azo; for an unreported indication: depo shot, celebrex,, zofran and ibuprofen. Past adverse reactions to the above products included nausea with zofran; and vomiting with ibuprofen. Concurrent conditions included drug hypersensitivity since (B)(6) 2011, body mass index normal, lumbar spondylosis, pharyngitis, myofascial pain syndrome, cervical spondylosis, cervical syndrome, emesis, cough, rib pain, vaginal bleeding, rash on legs & arms, eczema, bladder disorder, menstruation abnormal, urinary incontinence, metrorrhagia, morning sickness, bronchoscopy, biopsy lung, yeast vaginitis, lumbago, premenopausal symptoms, obesity, arthritic pains, flash hot, pap smear abnormal, adenomyosis, inability to work, abdominal pain, chest pain, knee pain, dysphagia and carpal tunnel syndrome. Family history included blood pressure high ((mother, maternal grandmother and grandfather).), diabetes ((maternal grandmother and grandfather).), arthritis ((maternal grandfather and maternal grandmother),) and cancer ((maternal grandfather and maternal grandmother). Concomitant products included fluconazole (diflucan), leflunomide, medroxyprogesterone acetate (depoprovera), metronidazole, omeprazole, prednisone and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("at the time of your essure placement cramping"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight fluctuation ("fluctuations in weight"), migraine ("severe migraines") and depression ("depression"). In 2015, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vascular rupture ("a blood vessel was hit during surgery"), gait inability ("could not walk for a day after removal") and procedural headache ("serious headache after awaking from surgery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), mood altered ("mood changes") and headache ("headaches"). The patient was treated with blood and related products, metronidazole benzoate (flagyl), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and back pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, sarcoidosis, procedural haemorrhage, depressive symptom, fatigue, weight fluctuation, migraine, depression, abdominal pain lower, procedural headache and mood altered had resolved and the pelvic inflammatory disease, embedded device, vascular rupture, gait inability, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, depressive symptom, dysmenorrhoea, dyspareunia, embedded device, fatigue, gait inability, genital haemorrhage, headache, migraine, mood altered, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, procedural headache, sarcoidosis, vascular rupture and weight fluctuation to be related to essure. The reporter commented: no. Of trailing coils: right-1, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records, pelvic inflammatory disease and contraceptive coil embedded within tubal lumen, pelvic pain, dyspareunia, abnormal bleeding, fatigue. Lot number: b34596, manufacturing date: 2013/05, expiration date: 2016/05/31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 31-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. Plaintiff underwent the surgical removal of her essure coils performed around three years after placement. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Considering essure removal was required, this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / (cramping/sharp)"), genital haemorrhage ("heavy bleeding"), pelvic inflammatory disease ("pelvic inflammatory disease"), embedded device ("contraceptive coil embedded within tubal lumen"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain / (sore/ ache)"), dyspareunia ("pain during intercourse"), sarcoidosis ("sarcoidosis") and procedural haemorrhage ("at the time of your essure placement bleeding") in a (B)(6) female patient who had essure (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2003, (B)(6) 2013), urinary frequency, vaginal discharge, itch, urinary tract infection, delayed period, bacterial vaginosis, bloating, menses lack of on (B)(6) 2011, vaginal odour, numbness, hand pain, cigar smoker on (B)(6) 2011, laceration, paraesthesia, nausea, vomiting, sweaty, chills, dysuria, shortness of breath, pelvic pain, vaginal discomfort, vulvovaginal rash, tinea cruris, late vomiting of pregnancy, antepartum, missed abortion, therapeutic abortion, passenger in motor vehicle accident, neck pain, motor vehicle accident, cystitis, hematuria, uterine dilation and curettage in (B)(6) 2012, tooth pain, toothache, vaginal pain, false labor, vaginal delivery, facet joint syndrome, herpes simplex and endometriosis. The patient had not allergic, hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for abdominal pain: flagyl; for mva: percocet; for urinary tract infection: azo; for an unreported indication: depo shot in 2009, celebrex,, zofran and ibuprofen. Past adverse reactions to the above products included nausea with zofran; and vomiting with ibuprofen. Concurrent conditions included body mass index normal, drug hypersensitivity since (B)(6) 2011, lumbar spondylosis, pharyngitis, myofascial pain syndrome, cervical spondylosis, cervical syndrome, emesis, cough, rib pain, vaginal bleeding, rash on legs & arms, eczema, bladder disorder, menstruation abnormal, urinary incontinence, metrorrhagia, morning sickness, bronchoscopy, biopsy lung, yeast vaginitis, lumbago, premenopausal symptoms, obesity, joint pain, flash hot, pap smear and adenomyosis. Family history included blood pressure high ((mother, maternal grandmother and grandfather).), diabetes ((maternal grandmother and grandfather).), arthritis ((maternal grandfather and maternal grandmother),) and cancer ((maternal grandfather and maternal grandmother). Concomitant products included co-trimoxazole (bactrim), fluconazole (diflucan), leflunomide, metronidazole, omeprazole and prednisone. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("at the time of your essure placement cramping"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight fluctuation ("fluctuations in weight"), migraine ("severe migraines") and depression ("depression"). In 2015, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vascular rupture ("a blood vessel was hit during surgery"), abasia ("could not walk for a day after removal") and headache ("serious headache after awaking from surgery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), depressive symptom ("symptoms of depression") and investigation noncompliance ("plaintiff did not have the hsg"). The patient was treated with oxycocet (percocet), blood transfusion, auxiliary products, surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and back pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, sarcoidosis, procedural haemorrhage, depressive symptom, fatigue, weight fluctuation, migraine, investigation noncompliance, depression, abdominal pain lower and headache had resolved and the pelvic inflammatory disease, embedded device, vascular rupture and abasia outcome was unknown. The reporter considered abasia, abdominal pain, abdominal pain lower, back pain, depression, depressive symptom, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, investigation noncompliance, migraine, pelvic inflammatory disease, procedural haemorrhage, sarcoidosis, vascular rupture and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Essure confirmation test unsure. Neurological exam: positive phalen sign on the right wrist. Cervix specimen test on (B)(6) 2011, fungal morphologically consistent with candida species. Gram stain smear/vaginal specimen on (B)(6) 2011, many gram positive bacilli. Few gram positive cocci moderate yeast and yeast hyphae. Moderate clue cells. Tmh ultrasound on (B)(6) 2011, impression: 1.8 cm cyst in the right ovary. No evidence of intrauterine pregnancy. No evidence of ovarian torsion. Urine culture on (B)(6) 2012, mixed flora isolated with no predominant organism mixed gram positive organism. CT abdomen and pelvis without contrast on (B)(6) 2012, impression: 5.4 cm right adnexal lesion suggests an ovarian cyst. Fl esophagram on (B)(6) 2014, impression: small hiatal hernia. Us transabdominal, on (B)(6) 2016 , uterine masses, no free fluid in culde-sac. Pathology report on (B)(6) 2016, the anterior wall averages 2.8cm and posterior wall averages 2.7 cm in thickness. The right fallopian tube measures 10.3 cm. In length x 07cm in average diameter. Essure coil, is adherent within the lumen of the tubal isthmus and ampulla. The left fallopian tube measures 10 5cm. In length x 0.8 cm. In average diameter. Block labels: al - anterior cervix, 12 o'clock, a2 - posterior cervix, 6 o'clock, a3 - anterior uterine wall, full thickness, m - rep. Anterior endometrium, a5 - posterior uterine wall, full thickness, a6 - rep. Portion endometrium, a7 - right fallopian tube, a8 - left fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records, pelvic inflammatory disease and contraceptive coil embedded within tubal lumen. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-oct-2017: new events, depression, at the time of your essure placement: cramping, at the time of your essure placement: bleeding, a blood vessel was hit during surgery, could not walk for a day after removal,serious headache after awaking from surgery and sarcoidosis were added. Outcome was updated as recovered. Surgical treatment 'hysterectomy' was added. Concomitant and historical conditions were added. Patients information was added. On 13-oct-2017: medical record received - new events 'pelvic inflammatory disease and contraceptive coil embedded within tubal lumen' were added. Reporter other health professional were added. Historical and concomitant conditions were added. Family history were added. Historical drug were added. Lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / (cramping/sharp)"), genital haemorrhage ("heavy bleeding"), pelvic inflammatory disease ("pelvic inflammatory disease"), embedded device ("contraceptive coil embedded within tubal lumen"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain / (sore/ ache)"), dyspareunia ("pain during intercourse"), sarcoidosis ("sarcoidosis") and procedural haemorrhage ("at the time of your essure placement bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not have the hsg". The patient's medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2003, (B)(6) 2013), urinary frequency, vaginal discharge, itch, urinary tract infection, delayed period, bacterial vaginosis, bloating, menses lack of on (B)(6) 2011, vaginal odour, numbness, hand pain, cigar smoker on (B)(6) 2011, laceration, paraesthesia, nausea, vomiting, sweaty, chills, dysuria, shortness of breath, pelvic pain, vaginal discomfort, vulvovaginal rash, tinea cruris, late vomiting of pregnancy, antepartum, missed abortion, therapeutic abortion, passenger in motor vehicle accident, neck pain, motor vehicle accident, cystitis, hematuria, uterine dilation and curettage in (B)(6) 2012, tooth pain, toothache, vaginal pain, false labor, gravida, facet joint syndrome, herpes simplex, endometriosis, miscarriage, d & c, blood transfusion, bronchoscopy and toothache. The patient had not allergic, hypersensitivity reaction to nickel or any other component of essure. Essure confirmation test unsure. Neurological exam: positive phalen sign on the right wrist. Cervix specimen test on (B)(6) 2011, fungal morphologically consistent with candida species. Gram stain smear/vaginal specimen on (B)(6) 2011, many gram positive bacilli. Few gram positive cocci moderate yeast and yeast hyphae. Moderate clue cells. Tmh ultrasound on (B)(6) 2011, impression: 1.8 cm cyst in the right ovary. No evidence of intrauterine pregnancy. No evidence of ovarian torsion. Urine culture on (B)(6) 2012, mixed flora isolated with no predominant organism mixed gram positive organism. CT abdomen and pelvis without contrast on (B)(6) 2012, impression: 5.4 cm right adnexal lesion suggests an ovarian cyst. Fl esophagram on (B)(6) 2014, impression: small hiatal hernia. Us transabdominal, on (B)(6) 2016 , uterine masses, no free fluid in culde-sac. Pathology report on (B)(6) 2016, the anterior wall averages 2.8cm and posterior wall averages 2.7 cm in thickness. The right fallopian tube measures 10.3 cm. In length x 07cm in average diameter. Essure coil, is adherent within the lumen of the tubal isthmus and ampulla. The left fallopian tube measures 10 5cm. In length x 0.8 cm. In average diameter. Block labels: al - anterior cervix, 12 o¿clock, a2 - posterior cervix, 6 o¿clock, a3 - anterior uterine wall, full thickness, m - rep. Anterior endometrium, a5 - posterior uterine wall, full thickness, a6 - rep. Portion endometrium, a7 ¿ right fallopian tube, a8 - left fallopian tube. Approx. (B)(6) 2013 (waiting on records); type of test- dye test. Previously administered products included for abdominal pain: flagyl; for mva: percocet; for urinary tract infection: azo; for an unreported indication: depo shot, celebrex,, zofran and ibuprofen. Past adverse reactions to the above products included nausea with zofran; and vomiting with ibuprofen. Concurrent conditions included body mass index normal, drug hypersensitivity since (B)(6) 2011, lumbar spondylosis, pharyngitis, myofascial pain syndrome, cervical spondylosis, cervical syndrome, emesis, cough, rib pain, vaginal bleeding, rash on legs & arms, eczema, bladder disorder, menstruation abnormal, urinary incontinence, metrorrhagia, morning sickness, bronchoscopy, biopsy lung, yeast vaginitis, lumbago, premenopausal symptoms, obesity, arthritic pains, flash hot, pap smear abnormal, adenomyosis, inability to work, abdominal pain, chest pain, knee pain, dysphagia and carpal tunnel syndrome. Family history included blood pressure high ((mother, maternal grandmother and grandfather).), diabetes ((maternal grandmother and grandfather).), arthritis ((maternal grandfather and maternal grandmother),) and cancer ((maternal grandfather and maternal grandmother). Concomitant products included fluconazole (diflucan), leflunomide, medroxyprogesterone acetate (depoprovera), metronidazole, omeprazole, prednisone and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("at the time of your essure placement cramping"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight fluctuation ("fluctuations in weight"), migraine ("severe migraines") and depression ("depression"). In 2015, the patient experienced sarcoidosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vascular rupture ("a blood vessel was hit during surgery"), gait inability ("could not walk for a day after removal") and procedural headache ("serious headache after awaking from surgery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), mood altered ("mood changes") and headache ("headaches"). The patient was treated with blood and related products, metronidazole benzoate (flagyl), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and back pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, sarcoidosis, procedural haemorrhage, depressive symptom, fatigue, weight fluctuation, migraine, depression, abdominal pain lower, procedural headache and mood altered had resolved and the pelvic inflammatory disease, embedded device, vascular rupture, gait inability, headache and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, depressive symptom, dysmenorrhoea, dyspareunia, embedded device, fatigue, gait inability, genital haemorrhage, headache, migraine, mood altered, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, procedural headache, sarcoidosis, vascular rupture and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records, pelvic inflammatory disease and contraceptive coil embedded within tubal lumen. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Reporter information were added. Medical history and concomitant drug were added. Event : pelvic pain, mood changes and headaches were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.